Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated: 0001822565 - 2019 - 00394, 0001822565 - 2019 - 02952, 0001822565 - 2019 - 02953, 0001822565 - 2019 - 02959, 0001822565 - 2019 - 02960, 0001822565 - 2019 - 02963, 0001822565 - 2019 - 02964, 0001822565 - 2019 - 02966, 0001822565 - 2019 - 02970, 0001822565 - 2019 - 02971, 0001822565 - 2019 - 02972, 0001822565 - 2019 - 02974. Concomitant medical products: lot #: 62109025, description: provisional, articular surface, item #: 00597103012; lot #: 60267319, description: provisional, articular surface, item #: 00597103014; lot #: 60702359, description: provisional, articular surface, item #: 00597103014; lot #: 62069849, description: provisional, articular surface, item #: 00597103014; lot #: 60037678, description: provisional, articular surface, item #: 00597103017; lot #: 60718197, description: provisional, articular surface, item #: 00597103017; lot #: 61723504, description: provisional, articular surface, item #: 00597103017; lot #: 60711711, description: provisional, articular surface, item #: 00597104014; lot #: 61716917, description: provisional, articular surface, item #: 00597104014; lot #: 60695901, description: provisional, articular surface, item #: 00597104017; lot #: 60711697, description: provisional, articular surface, item #: 00597105012; lot #: 61704885, description: provisional, articular surface, item #: 00597105014; lot #: 61661748, description: provisional, articular surface, item #: 00597105017; lot #: 60695888, description: provisional, articular surface, item #: 00597103010; lot #: 61354292, description: provisional, articular surface, item #: 00597103010; lot #: 62245587, description: provisional, articular surface, item #: 00597103010; lot #: 63631356, description: provisional, articular surface, item #: 00597103010; lot #: 63631356, description: provisional, articular surface, item #: 00597103010; lot #: 63944239, description: provisional, articular surface, item #: 00597103010; lot #: 63963834, description: provisional, articular surface, item #: 00597103010; lot #: 60263008, description: provisional, articular surface, item #: 00597103012; lot #: 60692099, description: provisional, articular surface, item #: 00597103012; lot #: 63613874, description: provisional, articular surface, item #: 00597103012; lot #: 63661447, description: provisional, articular surface, item #: 00597103012; lot #: 63944252, description: provisional, articular surface, item #: 00597103012; lot #: 63485270, description: provisional, articular surface, item #: 00597103014; lot #: 63620103, description: provisional, articular surface, item #: 00597103014; lot #: 63649634, description: provisional, articular surface, item #: 00597103014; lot #: 63492795, description: provisional, articular surface, item #: 00597103017; lot #: 63624551, description: provisional, articular surface, item #: 00597103017; lot #: 63637863, description: provisional, articular surface, item #: 00597103017; lot #: 63950874, description: provisional, articular surface, item #: 00597103017; lot #: 60711685, description: provisional, articular surface, item #: 00597104010; lot #: 63544460, description: provisional, articular surface, item #: 00597104010; lot #: 63564705, description: provisional, articular surface, item #: 00597104010; lot #: 63649636, description: provisional, articular surface, item #: 00597104010; lot #: 63707471, description: provisional, articular surface, item #: 00597104010; lot #: 63907831, description: provisional, articular surface, item #: 00597104010; lot #: 63923219, description: provisional, articular surface, item #: 00597104010; lot #: 60723046, description: provisional, articular surface, item #: 00597104012; lot #: 63707472, description: provisional, articular surface, item #: 00597104012; lot #: 63729498, description: provisional, articular surface, item #: 00597104012; lot #: 63909551, description: provisional, articular surface, item #: 00597104012; lot #: 63950876, description: provisional, articular surface, item #: 00597104012; lot #: 63963833, description: provisional, articular surface, item #: 00597104012; lot #: 64098766, description: provisional, articular surface, item #: 00597104012; lot #: 62106300, description: provisional, articular surface, item #: 00597104014; lot #: 63624555, description: provisional, articular surface, item #: 00597104014; lot #: 63655336, description: provisional, articular surface, item #: 00597104014; lot #: 63667496, description: provisional, articular surface, item #: 00597104014; lot #: 60263016, description: provisional, articular surface, item #: 00597104017; lot #: 62117392, description: provisional, articular surface, item #: 00597104017; lot #: 63505873, description: provisional, articular surface, item #: 00597104017; lot #: 63612752, description: provisional, articular surface, item #: 00597104017; lot #: 63624556, description: provisional, articular surface, item #: 00597104017; lot #: 63644014, description: provisional, articular surface, item #: 00597104017; lot #: 60706801, description: provisional, articular surface, item #: 00597105010; lot #: 63492799, description: provisional, articular surface, item #: 00597105010; lot #: 63624557, description: provisional, articular surface, item #: 00597105010; lot #: 63644015, description: provisional, articular surface, item #: 00597105010; lot #: 63661449, description: provisional, articular surface, item #: 00597105010; lot #: 63707475, description: provisional, articular surface, item #: 00597105010; lot #: 64135297, description: provisional, articular surface, item #: 00597105010; lot #: 60503279, description: provisional, articular surface, item #: 00597105012; lot #: 63485275, description: provisional, articular surface, item #: 00597105012; lot #: 63649638, description: provisional, articular surface, item #: 00597105012; lot #: 63673401, description: provisional, articular surface, item #: 00597105012; lot #: 63944254, description: provisional, articular surface, item #: 00597105012; lot #: 64135298, description: provisional, articular surface, item #: 00597105012; lot #: 60692115, description: provisional, articular surface, item #: 00597105014; lot #: 61579539, description: provisional, articular surface, item #: 00597105014; lot #: 63492801, description: provisional, articular surface, item #: 00597105014; lot #: 63583780, description: provisional, articular surface, item #: 00597105014; lot #: 63661450, description: provisional, articular surface, item #: 00597105014; lot #: 63661450, description: provisional, articular surface, item #: 00597105014; lot #: 62750675, description: provisional, articular surface, item #: 00597105017; lot #: 63169365, description: provisional, articular surface, item #: 00597105017; lot #: 63490729, description: provisional, articular surface, item #: 00597105017; lot #: 63579633, description: provisional, articular surface, item #: 00597105017; lot #: 63581233, description: provisional, articular surface, item #: 00597105017. The event occurred in (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The instruments were returned fractured and/or worn as identified in inventory. No patient or surgical involvement reported. No further information is available at this time.

Manufacturer narrative:
The visual evaluation of returned provisional articular surfaces shows signs of repeated use and all of them have been cracked/fractured. The dimensions for these instruments were conforming to prints where measured. This information confirms the reported event. Review of the device history record with receiving inspection report identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue was due to repeated use of these instruments for more than 5-years of field life; which causes wear and tear to the instrument and led to the fracture/cracks. Per package insert (87-6203-999-22 instrument/ provisional use, care and sterilization) inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.